Event description:
It was reported that the patient's device got infect after implantation and "had to be removed." It was noted that the patient had to "clean the incision." It was not clear what day the device was removed, but it was noted that a new device was implanted on (B)(6) 2012. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 3093-33 lot# v937761, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).